Manufacturer narrative:
Follow-up #1 date of submission 12/03/2015-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box data failed to reveal any related issues; the total daily dose for the user programmed delivery settings. The pump was manually suspended on (B)(4) 2015 at 05:18; deliveries resumed at 14:45. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. All deliveries performed during investigation were accurately recorded in the pump¿s history. Unrelated to the complaint, the display was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2015 was above 500 mg/dl without signs or symptoms of hyperglycemia. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that the basal delivery totals in the pump's total daily dose history did not match the active basal program total and the cause for the alleged variation could not be determined. This complaint is being reported because the reported serious injury was attributed to an alleged device malfunction.

Manufacturer narrative:
Follow-up #2 date of submission 06/17/2016-correction: please disregard the following statement: unrelated to the complaint, the display was discolored.